Event description:
The customer reported that erroneously low or suppressed creatinine (cr-s), blood urea nitrogen (bun) and aspartate aminotransferase (ast) results were generated on a unicel dxc 600 synchron system for multiple patients over two days. This is report two of two and represents the erroneous and suppressed results generated from the unicel dxc 600 synchron system on (B)(6) 2011. Data provided by the customer indicated that three initial low cr-s results were generated for three patients. Data provided by the customer indicated that ast results were not erroneous results, but were appropriately suppressed and error flagged by the system. The erroneous initial results and suppressed results were caused by a single malfunction. Once corrected, repeat results generated from the same instrument were higher and considered valid. Two erroneous initial results were reported outside of the laboratory and required a corrective report. The other erroneous results were not reported out of the laboratory. It is unknown as to which results were reported out of the laboratory. There were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Instrument assay quality control results generated immediately prior to the event were within customer established specifications. Samples were collected in primary tubes which were a combination of green and tiger top tubes.

Manufacturer narrative:
Service was dispatched to the site for this event. The fse found a loose sample probe and that one of the cuvette wipers was not aligned. This was regarded as the root cause of this event. The instrument was subsequently repaired and returned back into service. Associated MDR for this event: 2050012-2011-04481, 2050012-2011-04483.